Manufacturer narrative:
It was reported that a patient underwent a procedure in 2013, the patient had a prodisc c device implanted at c3-4 and was fused via acdf from c5-7. Patient began experiencing unspecified symptoms. The surgeon made the decision to remove the prodisc c device and fuse level c3-4. The removal took place on (B)(6) 2022. A device history record review could not be completed as the part number and lot number were not reported. Complaint trending found that the rate of complaints is at the lowest possible level of improbable. A review of the risk assessment found that the harms associated with the complaint are identified and mitigated to an acceptable level where the benefits outweigh the risks. The implant was returned and sent to exponent for device evaluation, a report will be generated and then reviewed by product development engineering. No anomalies were found during the investigation into the complaint. The removal was likely caused by the prodisc c device being placed next to a fused level. The prodisc c us ifu003, rev. 1, was reviewed, the IFU states that the safety and effectiveness of the device has not been established in patients with prior fusion surgery at an adjacent vertebral level. This report is for 1 of 1 devices involved in this event.

Event description:
It was reported that a patient underwent a procedure in 2013, the patient had a prodisc c device implanted at c3-4 and was fused via acdf from c5-7. Patient began experiencing unspecified symptoms. Surgeon made the decision to remove the prodisc c device and fuse level c3-4. The removal took place on (B)(6) 2022.